Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the surgeon could not close the screw on the generator since the screw driver would not turn the screw. The plastic handle was rotating but the metal part was not. It seemed that it was disconnected from the plastic inside. The metal part; however, did not fall off. Screw driver was thrown out after surgery and a new screw driver was opened and taken out from the accessory pack.